Manufacturer narrative:
The alarm trace showed an abnormal modular chemistry condition alarm. The field service engineer (fse) decontaminated the flow path. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg test system, elecsys probnp ii immunoassay, and elecsys troponin t hs assay results for 5 patient samples on a cobas 6000 e601 module. For patient 1, the initial hcg result was 1364 ng/l.. The repeat result was 146292 ng/l. For patient 2, the initial probnp result was 519.00 pg/ml. The repeat result was 2137.00 pg/ml. For patient 3, the initial probnp result was 201.00 pg/ml. The repeat result was 1066.00 pg/ml. For patient 4, the initial probnp result was 491.00 pg/ml. The repeat result was 2643.00 pg/ml. For patient 5, the initial troponin result was 47.02 mui/ml. The repeat result was 13.02 mui/ml.